Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission: 04/04/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/13/2017 with the following findings: during investigation the keypad cover was found to be intact; no damage was observed. All of the keypad buttons were found to respond appropriately during testing. The keypad cover was removed and no damage was observed to the button contacts or keypad flex cable. The complaint of under responsive keypad buttons was not duplicated during testing. Unrelated to the original complaint, investigation revealed the following: multiple cracks were found to the battery compartment; moisture was observed inside the battery compartment. A leak test revealed a battery compartment leak. The pump was opened and evidence of moisture corrosion found on the battery housing.